Event description:
It was reported that this pacemaker and other manufacturer lead had observations of intermittent jumps in high impedances that were oversensed by the minute ventilation (mv) sensor. The mv sensor was programmed off in response. The device was reprogrammed to unipolar pace and bipolar sense, and the plan was to continue to monitor. No additional adverse patient effects were reported.